Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to battery the tube connector not plugged in properly. The device had minor scratched display window and cracked display window corner.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 120 mg/dl. The customer stated that a battery change did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.